Manufacturer narrative:
Currently waiting for additional information and the return of the device for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the dialysis catheter is connected, after a few minutes and the machine is put into circulation, a venous micro-bubble alarm sounds. The nurse observes that the arterial line is full of air. A crack in the arterial line is observed in the material. The patient was discharged to home without serious injury.

Manufacturer narrative:
Multiple requests for the return of the device for evaluation were unsuccessful. Photographs provided reveal what appears to be a slit in the catheter lumen extension just above the detachable suture wing. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacturing process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. The device was implanted and functioned for almost 3 years with no reported issues. Without an evaluation of the device a root cause cannot be determined but is not likely manufacturing related. The instructions for use (IFU) contains the following warnings and precautions: *avoid clamping near the luer lock and hub of the catheter. Clamping of the tubing repeatedly in the same location may weaken tubing. *do not use sharp instruments near the extension tubing or catheter lumen. *do not use scissors to remove dressing. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.